Event description:
A surgeon reported that following insertion of an intraocular lens (iol), a broken haptic was noted. The lens was removed and replaced through an enlarged incision. A new lens was placed and the pt now has persistent corneal edema. Additional information was received from the surgeon who reported the lens was injected through an incorrect cartridge. The lens was placed in the sulcus due to a posterior capsule tear. The surgeon reports the event continues due to persistent corneal edema. There are two medical device reports associated with this event. This report is for the replacement lens.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough information was provided from the account to properly complete an investigation. Attempts have been made to obtain additional information. A completed questionnaire was received on (B)(6) 2013. (B)(4).